Event description:
The customer returned the product for damaged battery compartment, during device evaluation, a damaged downstream occlusion (dso) seal was found. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Review of the service history identified no previous services. The initial customer reported issue was not confirmed. Further investigation found a damaged downstream occlusion (dso) seal. The dso seal was replaced, and the device then passed all tests after thereafter.